Event description:
It was reported that after initial start-up and training with the ilet, the user experienced persistent hyperglycemia with blood glucose rising to approximately 400 mg/dl for about 8 hours; alerts for sustained glucose above 300 mg/dl occurred, and a complete supply change with a steel contact detach infusion set was performed with insulin delivery confirmed, after which glucose trended down to 190 mg/dl. Symptoms included abdominal cramps near the left side of the umbilicus. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education with verification of infusion set replacement and insulin delivery resumption. Investigation of this case revealed no device malfunction identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.